Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 ipg, (B)(6) 2014. (B)(4).

Event description:
It was reported that five months post implant, the patient developed sepsis due to pocket infection. The implantable pulse generator (ipg) and leads were explanted and replaced with a new system on the right side. No further patient complications have been reported as a result of this event.